Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator's power management board was replaced to address a "service required" alarm condition. After further evaluation the device's system board was also replaced for a "service required" alarm condition.